Manufacturer narrative:
On july 23, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery in mexico on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, lump, anisomastia.

Event description:
It was reported that a patient underwent primary breast augmentation with two 450cc mentor memorygel breast implants. Post-operatively, the patient noticed a large lump under their right armpit. As a result, the patient got an ultrasound, which showed a ruptured right breast implant. In addition, the right breast has sagged. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a (B)(4).